Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose and the ambulance was called. The customer was taken to the emergency room. The blood glucose reading was 70mg/dl. No further information was provided.